Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Peritoneal dialysis patient requested technical support after encountering a pl patient line is blocked and air detected in cassette warning in drain 5 of 7. Patient reported that the safety pin was not pushed in and catheter clamps and blue patient line clamp are open. No air lock is seeing in patient line. Single drain line is going to the bathtub, yellow clamps are open, no kinks. No fibrin is present in treatment but there are several air bubbles blocking the drain line. Patient resumed treatment and he stated that the air bubbles went away but the drain volume just increased to 335 ml in about 5 minutes. Patient is doing tidal based therapy. The patient was advised to cancel treatment. Patient observed evidence of a fluid leak inside the cassette door when removing the cassette. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. There was no medical intervention. No treatments missed. Additional information was solicited.

Event description:
"."